Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, soon after the patient had an abdominal wall hernia repair, she retuned to the doctor with acute pain and concern about protrusion. She was told that it was just scar tissue, and nothing to worry about. Over the coming years she experienced ongoing pain, and a series of increasingly severe problems including fatigue, auto-immune diseases, hormonal issues, urinary incontinence, sexual dysfunctional, all of which impacted my life. None of these existed prior to this procedure. She reported she had seen a number of doctors, specialists, took a number of tests, none of which helped.